Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right femoral artery. Diagnostic coronary angiogram was performed which revealed an 80% stenosed, eccentric, graft anastomosis target lesion located in the severely tortuous and non-calcified right coronary artery (rca). A 2.00mm x 20mm emerge balloon catheter was then advanced for dilatation. However, the device's shaft broke more than 15cm from the hub. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter in two (2) pieces. There was contrast in the inflation lumen and blood in the guide wire lumen, which indicates the device was used in the patient. The balloon was tightly folded. Microscopic examination and tactile inspection presented no damage or irregularities to the inner or outer shafts. Microscopic examination revealed numerous kinks throughout the hypotube and a complete hypotube separation 87cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right femoral artery. Diagnostic coronary angiogram was performed which revealed an 80% stenosed, eccentric, graft anastomosis target lesion located in the severely tortuous and non-calcified right coronary artery (rca). A 2.00mm x 20mm emerge¿ balloon catheter was then advanced for dilatation. However, the device's shaft broke more than 15cm from the hub. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.